Event description:
Customer alleges discrepant results with meter compared to lab: patient: b, date: (B)(6) 2010, inratio: 2.1, lab: 1.8. Patient is taking lovenox.

Manufacturer narrative:
Investigation pending.